Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient was unable to turn on their personal diabetes manager (pdm) despite attempting to charge it multiple times. The patient went to the emergency room due to this issue, but did not provide any details regarding the visit or their treatment. A replacement device has been sent to the customer.